Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use the pump, and will revert to an alternate method of insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.